Event description:
I have an eye infection. I use bausch & lomb renu products. I use the rewet drops and the cleaning solution. My eye is extremely pink, discarge coming out of my eye, it hurts, like it is bruised and it is tearing up. I need for someone to contact me. I have made an appointment with a specialist to see my eye.